Event description:
Our rep is reporting to us that during an arthroscopic shoulder repair, the distil tip of the inserter was damaged while the surgeon was attempting to deploy the anchor into the bone hole. The inserter tip broke off into the pt's joint space. The fragment was easily retrieved from the body and the procedure was concluded successfully without further issue or harm to the pt. Complaint device discarded by user facility.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.